Event description:
It was reported that patient (pt) had two different adaptive stimulation programs added and neither programs gave them the results they needed. Patient said that when they were in the healthcare provider (hcp) office their hand started flopping around like a hooked fish and their tremor had never been so pronounced. Pt asked hcp what was happening and hcp said they had turned off the dbs and patient realized how much their dbs controller their tremors. Pt said first adaptive stimulation group was good for about two weeks but it wasn't good at controller their symptoms as their standard program. Pt said the second adaptive stimulation group could only be tolerated for 2 hours because the dystonia in their hip, back and lower thigh was horrible. Pt said over the weekend their dystonia and dyskinesia had become intolerable so the patient put themselves back on the old standard program and increased stimulation on saturday and that helped. Patient said by the end of the day they were having more dystonia in the thigh. Pt said they went to physical therapy and they gave patient some deep tissue releases and some other things. Pt will follow up with hcp regarding symptoms. Pt said that their standard program didn't have much wiggle room for increasing or decreasing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.